Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a procedure, three fiberwires, ar-7200, broke during the insertion of a bio-screw. All suture fragments were retrieved from the patient and discarded. The case was completed with no adverse effect to the patient. Additional information provided (B)(6) 2020: the broken end end of the final construct is implanted with the screws. Additional information provided (B)(6) 2020: there were a total of 3 sutures used consecutively and all 3 snapped at one end. For the first 2 sutures used, the surgeon removed them when they snapped but for the third suture, the surgeon left it implanted in the bone with the screws.